Event description:
A discordant advia centaur cp estradiol result was obtained on a pt sample. The result was not reported to the physician. The pt was retested on the advia centaur cp and the corrected result was reported to physician. There is no known pt intervention or adverse health consequences due to the discordant estradiol result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol result was due a leak in the reagent syringe and the peri pump tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.